Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. The reporter alleged that the display was dim, faded and discolored. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with no visible evidence of moisture in the display lens. During testing, the display screen was discolored. The pump failed the leak test due to a battery compartment leak. The pump cover was removed and no evidence of internal moisture was observed.